Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument's tip completely broke off. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the grip tip. A piece approximately 0.184" x 0.267" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Although the initial investigation determined most probable common cause to be misuse, after additional investigation/testing the most probable common cause is determined to be manufacturing. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.093¿ - 0.422" in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typical attributed to misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of the scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.